Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions),h11. Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) states that it was a user error and the customer solved the problem on his own. The customer just received the disposable bottles and was a bit confused because he hadn't connected them right away. The fse was able to sort it out with the customer over the phone. The customer connected the bottles, and everything works fine.

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) retaining ring no longer closes, the iabp holder is unfortunately too small for the new helium cylinder. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1. Full event site telephone number is (B)(6). A supplemental report will be submitted upon completion of investigation.